Manufacturer narrative:
One returned used blade and three unused blades were submitted for evaluation. The used blade presented with poor plating adhesion of the silver finish. The plating was peeling from the nickel strike undercoat. The three unused blades were evaluated and no evidence of poor adhesion was detected visually. The devices were visually evaluated by supplier quality and it was confirmed that the used device did exhibit evidence of peeling plating. (B)(4).

Event description:
It was reported that during a sad procedure using boxed f/r,bl,4.5mm,series 3000 /6 there was shedding and delamination/breaking down of tip of shaver found. It is unknown if debris were completely removed. It is unknown if there was a procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.